Event description:
During a hemorrhoid banding procedure the physician used a cook endoscopy six shooter saeed multi-band ligator. After successfully placing four bands, the fifth and sixth bands would not deploy. The handle of the ligator was manuipulated to release tension on the cord. After the hemorrhoid was aspirated and released. Bleeding occurred. The ligator and endoscope were removed from the patient. The bleeding was stopped by applying a band from another banding kit to the same hemorrhoidal site. Additional medical attention was not required. An injury to the patient was not reported.